Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope had an image rotation problem. The image did not flip. A spare endoscope was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the 30-degree endoscope moved freely with uncontrolled motion. No damage was found on the adapter or base. It is unknown if it was installed up or down orientation. No confirmation for the desired orientation by the surgeon. No confirmation if the base/adapter engaged or if there was anything provided to the user indication the orientation. There was a delay of 15-20 minutes. There was no complications.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope was analyzed and found to have a shaft bearing friction issues. The complaint regarding image orientation was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.